Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the bronchovideoscope, had the image flickering. It is unknown when the event occurred. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d9 h3. The device was returned to olympus for inspection. The following reportable malfunctions were identified during the device evaluation: image has blackout when adjusting angle. Based on the results of the investigation, it was likely the following led to the image blackout: electrical/electronic component identified and the cause traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.